Event description:
An operating room supervisor reported that the knifes did not cut correctly during several surgeries. Due to the event, the main incisions were not neat and there was a tearing. Because of this, the incisions did not closed as it should the next day. There was wound leakage and sutures were needed. The surgeries were completed. The patients were not hospitalized as result of the event. The patients´ symptoms were resolved after the treatment. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Corrected information provided: additional information provided: evaluation summary. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified as sterile. For this final lot, one component knife lot was used to make up the final lot. A review of the device history record (DHR) has been performed and no anomalies were found. The product was released based on alcon¿s acceptance criteria. No additional investigation is required based on device history review. Because no sample was returned and the device history review (DHR) of the lot number provided indicated product was released according to alcon¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: 2015-29655